Manufacturer narrative:
Follow-up #1: date of submission 10/25/2016 -correction: the alert date of this event should have been 09/28/2016.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/11/2017 with the following findings: the pump powered up to a blank display. The keypad buttons and display were unable to be tested due to the blank display. The cover was removed to find no intermittent conditions to the printed circuit board. The slave processor upload was unsuccessful and a slave processor failure was concluded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.